Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted on (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia). Possible oversensing was noted on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.